Manufacturer narrative:
Litigation alleges that patient has experienced severe pain and discomfort, which negatively affected her ability to walk and move; and the feeling of movement of the implant. Doi: (B)(6) 2008 - dor: none reported (right hip). Patient is a resident of (B)(6). Update - report received from sales rep indicates that patient was revised on (B)(6) 2012 due to stem loosening. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that patient has experienced severe pain and discomfort, which negatively affected her ability to walk and move; and the feeling of movement of the implant. **(B)(6). *** update - report received from sales rep indicates that patient was revised on (B)(6) /2012 due to stem loosening. ***

Manufacturer narrative:
Litigation alleges that patient has experienced severe pain and discomfort, which negatively affected her ability to walk and move; and the feeling of movement of the implant. Doi: (B)(6) 2008; dor: none reported (right hip). (B)(6). *** update - report received from sales rep indicates that patient was revised on (B)(6) 2012 due to stem loosening. *** examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.